Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lumps, bumps, pain, swelling, vision loss, purple skin, black eye, and blurred vision are physiological complications and analysis of the device generally does not assist allergan in determining probable cause of these events.

Event description:
Healthcare professional reported after injection via "8-point lift" with juvederm voluma patient developed "lumps, bumps, pain and swelling, vision loss." Patient additionally notes they developed "skin discoloration (turned purple) between nose and upper lip" and they have a "black eye causing blurred vision." No noted treatment has been provided and symptoms are ongoing.